Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens in the right eye. During manipulation of the iol, the surgeon had difficulty positioning the lens and the capsule was damaged. Intervention was performed in order to enlarge the incision, remove and replace the lens with an anterior chamber lens, and suture the incision. The pt's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b&l for eval. The physician reported there was no damage to the iol. The lens was subjected to visual inspection, which revealed that one haptic loop was bent. The lens was also subjected dimensional analysis, which revealed the lens was within dimensional specifications. The bent haptic is believed to be related to manipulation of the iol intraoperatively. Root cause: according to the physician, the root cause of the reported event of capsule damage was related to manipulation of the iol.